Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic right upper lobectomy, when retrieving the lobe, the bag tore inside the patient. The specimen was removed without problem. There was no patient injury.